Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The reported inability to remove the lock line was confirmed via returned device analysis. Additionally, a knot in the lock line was noted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, while the inability to remove the lock line appears to be the result of the observed knot, a definitive cause for the observed knot could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip referenced is filed under a separate medwatch report.

Event description:
This is filed to report the lock line could not be removed. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The first clip delivery system (cds) (81112u144) was advanced to the mitral valve and the clip was placed; however, during deployment, the lock line got stuck and could not be removed. The clip was not implanted and was removed. Cds (81112u141) was advanced to the mitral valve and was implanted; however, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was implanted to stabilize the slda clip, reducing mr to 2-3. No additional treatment is planned for the patient. No additional information was provided.